Manufacturer narrative:
Other, for poor bite and tissue tear. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2009, boston scientific corporation was informed that during a procedure, there was a lack of bite force and lack of needed sharpness. Furthermore, the device tore mucosa tissue. The procedure was completed with a different device without any patient complications. Patient is "fine".